Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: angina and restenosis. Onset of adverse event: post procedure. It was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated proximal circumflex artery with a 3 x 15 xience v stent along with the pre-dilated ramus artery with a 2.5 x 18 xience v stent. On (B) (6) 2010, the patient experienced angina and was hospitalized. On (B) (6) 2010, diagnostic coronary angiography was performed which revealed >=50% and <70% stenosis within the prox cx. This was treated via balloon angioplasty. The event resolved on (B) (6) 2010. There is no additional information available.